Event description:
It was reported that a malfunction alarm with code malf 12 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, but the malfunction recurred, leading to a decision to replace the pump. The customer was advised to use a backup therapy of multiple daily injections (mdi) to ensure uninterrupted insulin delivery. Technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it. The customer understood and acknowledged these instructions, and a replacement pump was arranged.